Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue: reporter alleges the pump did not correctly calculate the bolus this morning. Reporter does not have confidence with the pump calculating boluses in ez carb. Customer support went through and recalculated the bolus in the patient's pump with reporter and completed the bolus calculations long hand. The pump was to be found calculating boluses correctly. The patient has an alternate delivery plan. There was no indication that the product caused or contributed to an adverse event, but the issue is being reported as the reporter has lost faith in the pump.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2014 with the following findings: no defect was found. Current total daily basal deliveries were correct and bolus deliveries were correctly reflected in the daily insulin delivery totals. No insulin delivery interruptions or pump malfunctions were observed in the black box download.. The pump settings confirmed the insulin to carb ratio was set to 1u:14g. The insulin sensitivity factor was set to 1u:150mg/dl.. Using patient settings performed ezcarb bolus for 60 carbs with a bg of 205, the pump correctly calculated a 5 unit bolus (4.28u for carbs + 0.7u for bg). Using patient settings performed ezcarb bolus for 140 carbs at target bg, the pump correctly calculated a 10 unit bolus. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.